Event description:
Foreign distributor reported receiving information from a physician of patient side effects described as pain and signs of skin necrosis approximately 3-4 days after treatment. Patient was treated with antibiotics and dressing.

Manufacturer narrative:
Serial #: (B)(4). Device recently returned and is undergoing an evaluation but has not yet been completed. Further patient details also being pursued. Analysis and conclusions will be filed in a follow-up report.